Event description:
In 2002 the pt had elective gastric bypass surgery for the treatment of super obesity. Immediately post op they suffered from sleep apnea and required mechanical ventilation. Two days post op, while coughing they felt a "popping" sensation in the lower portion of their abdominal incisional area. This was followed by copious amounts of serosanguinous drainage from the wound. They were scheduled for urgent wound explorations and re-closure of a presumed fascial dehiscence. No details explain either the type of suture or technique used to close the first surgery, except that skin staples were in place. Re-op showed a complete facial dehiscence. The fascia was re-closed in a running fashion with synthetic absorbable sutures (size 1 pds) and interrupted retention sutures were placed along with entire length of the incision. The skin wound was left open. Pt again remained intubated after surgery and was transferred to the cu for post op care in a stable condition and with no reported complications. Info was related that the pt experienced "wound deterioraton" shortly following surgery and required a second operation two days later. This indicated that wound problems occurred on the same day as the original surtgery. But the re-op did not occur until 2 days later. They also state that the knot appeared to be intact on the original suture. The suture type is still not identified.